Manufacturer narrative:
One cadd-solis vip ambulatory infusion pump was returned for analysis with lens damage. An accuracy test was performed, and the reported issue of over infusion was duplicated and replicated. The cause of the issue is an out of specification expulsor, which will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump over infused. There was no patient involvement.